Manufacturer narrative:
Manufacturing files were reviewed and no issues were discovered. Tip fracture was confirmed based on visual inspection. The plausible root cause of the reported event is most likely excessive force applied during tapping.

Event description:
The pharmacist send us a fax and reported that : " during a surgery performed by surgeon relating to an arthrectomy and an arthrodesis in l4-l5, the spindle broke intra-vertebral" further info is expected. On 06/26/2017 - update / the sales rep sent the intake form filled and provided further info regarding the event as followed: "the neurosurgeon at the hospital reported to our sales rep the following event : " during a percutaneous surgery (herniated disc revision surgery), surgeon used the posterior fixation system. So he used kirschner pins to guide the instrumentation needed to position the pedicle screws. For each screw to position the surgeon has followed the following steps: pedicular screw using a jam shidi / positioning a kirschner pin in the jam shidi / using the dilators / using a tap / positioning the screw. For each screw a new kirschner spindle was used. The event happened before the positioning of the second screw (l4) during the use of the tap. Since the tap had a deviated progression with respect to the axis of the kirschner spindle, the surgeon carried out a scopic check (see photo attached in the intake tab). The picture shows that the pin had broken at the base of the pedicle. The surgeon was able to remove the pin residue left in the pedicle and completed his procedure with a new kirschner spindle." Update 06/26/2017: email received from the sales rep: no patient impact / no medical intervention / no adverse consequences.

Event description:
The pharmacist send us a fax and reported that : " during a surgery performed by surgeon relating to an arthrectomy and an arthrodesis in l4-l5 , the spindle broke intra-vertebral" further info is expected. On 06/26/2017 - update / the sales rep sent the intake form filled and provided further info regarding the event as followed : " the neurosurgeon at the hospital reported to our sales rep the following event : " during a percutaneous surgery (herniated disc revision surgery), surgeon used the posterior fixation system. So he used kirschner pins to guide the instrumentation needed to position the pedicle screws. For each screw to position the surgeon has followed the following steps: pedicular screw using a jam shidi / positioning a kirschner pin in the jam shidi / using the dilators / using a tap / positioning the screw. For each screw a new kirschner spindle was used. The event happened before the positioning of the second screw (l4) during the use of the tap. Since the tap had a deviated progression with respect to the axis of the kirschner spindle, the surgeon carried out a scopic check (see photo attached in the intake tab). The picture shows that the pin had broken at the base of the pedicle. The surgeon was able to remove the pin residue left in the pedicle and completed his procedure with a new kirschner spindle." Update 06/26/2017 => email received from the sales rep : no patient impact / no medical intervention / no adverse consequences.